Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and moderately tortuous mid lad lesion exhibiting 90% stenosis. No damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The device was inspected and negative preformed with no issues noted. It was reported that during the procedure the device did not pass through a previously deployed stent. Resistance was encountered and excessive force was used. The device failed to cross the target lesion and stent deformation was noted. The device was replaced with a non mdt stent to complete the procedure. The physician commented that the heavily calcified lad lifted the struts from the delivery balloon on the distal edge. No patient injury reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.